Event description:
On september 2, 2022, fujifilm healthcare americas corporation became aware of an event involving synapse pacs v5.7.245. It was reported that the user experienced a patient mismatch issue between powerjacket and the viewer. There was no patient involvement reported. As such, this report is being submitted in an abundance of caution.

Manufacturer narrative:
The reported issue was evaluated and replicated in the hcus lab, and the cause was traced to a software configuration. It is considered to be a rare occurrence in a clinical environment and highly detectable by a healthcare professional.